Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a gastrostomy tube was placed at the national pediatrics institute through pronamac on (B)(6) 2024. However, six hours after placement the device came out spontaneously while the patient was crying and irritable. The balloon was repositioned to 3cc of water. After relocation of the tube on (B)(6) 2024 it was decided to replace the gastrostomy tube on (B)(6) 2024, however leakage was identified during said replacement. A new 14 fr tube was placed and fixed.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.